Event description:
There was no patient involved in this event. This device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and performed to specification up to (B)(6) 2013. The data obtained from the device showed no evidence that an attempt to upgrade the software was made on this device. The software was upgraded successfully from 2.0.2 to 3.2.0 using the heartsine samaritan pad universal upgrader. There was no fault found with this device. The device was replaced within 24 hours. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.